Event description:
It was reported that the customer had several bent cannulas. Explained that the infusion set may not be appropriate for her body type, or as she is new to the infusion set the insertion may not be correct. Advised that troubleshooting should be performed to determine why this type of infusion set is bending so often. The pharmacist stated that the customer had to go to the hospital due to high blood glucose. It was stated that the customer called and confirm that she was seen at the hospital and released a few hours later. The customer stated that she had ketones and after removing the infusion set, it noticed that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.